Event description:
Caller alleged discrepant results compared with the lab. Results as follows: 8/06: inratio 3.7, lab 4.8; inratio 6.3, lab 4.8; inratio 6.0, lab 4.8. Caller alleged imprecision results within inratio. Results as follows: 08/06: first inr = 3.7; second test inr = 6.23; third test inr = 6.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the second and third set of the data, the confidence limits cannot be determined. Products will be tested. Results of testing performed in 4/2006: the test results of retain strip lot 050622 meets the criteria for strip accuracy.